Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead revision, it was noted that both leads and both anchors had fractured. In turn, both leads and anchors were explanted and replaced to address this issue. Effective therapy restored postop.